Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761 (B)(4) product type recharger. Analysis of the 37761 desktop charger (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger (insr) battery was depleted, the desktop charger (dtc) connector was loose and not charging the insr. The patient reported that stimulation had stopped the previous day, and pain had started to return. A replacement desktop charger (dtc) was sent. No additional symptoms, and no additional complications were reported for this event.